Event description:
It was reported that approximately 1 day post implant, it was noted that the right ventricular (rv) lead would not stay in place and had dislodged. The lead was explanted and replaced with a heavier lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.